Manufacturer narrative:
Product analysis result: visual and optical examination identified that the instrument tip has been broken/sheared off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. This is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent minimally invasive transforaminal lumbar interbody fusion (mis tlif) surgery at l4-s1 due to lumbar degenerative disc disease. Intra op, driver tip broke off during the removal of a connector. The driver was inserted into the set screw from connector and removal step was conducted. During the attempt to remove the set screw, the tip of the t25 driver snapped off. There were no patient complications reported as a result of this event.